Event description:
It was reported that a physician stated in an online survey that the patient experienced hematuria prior to the device placement, and urinary symptoms, hematuria complications were directly attributable to the device and tablet was needed for urinary symptoms in relation to inlay optima® ureteral stent without guidewire, 6 fr. X 26cm. No medical interventional was reported for hematuria.

Manufacturer narrative:
The reported event is confirmed inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be material selection. A DHR review is not required as no lot number was reported for this investigation. The instructions for use were found adequate and state the following: "precautions: for single use only. Do not resterilize. Do not use if the package or product is damaged. Improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. Exercise care. Tearing of the stent can be caused by sharp instruments. Ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual patient¿s condition and other patient specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device. The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure. Multi-length ureteral stents: formation of knots in multi-length ureteral stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a physician stated in an online survey that the patient experienced hematuria prior to the device placement, and urinary symptoms, hematuria complications were directly attributable to the device and tablet was needed for urinary symptoms in relation to inlay optima® ureteral stent without guidewire, 6 fr. X 26cm. No medical interventional was reported for hematuria.